Event description:
It was reported that during a liver resection, the staff opened a new stapler with white cartridge. During the first loading the surgeon noticed some strange tactile feedback and noise, but everything else went well. The surgeon just told to the team, that something happened. The assisting surgeon heard the noise as well together with the scrub nurse. The staple line was okay, everything went well, so the staff loaded another cartridge into the device, but after the firing couldn't open the device. The surgeon had to use a rough violence to open the staple. The staple line was incomplete and staples were not on the place. They finished the procedure with the new piece of same product. Everything else went okay. Within the jaws is probably a piece of the cartridge. The handle is permanently closed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the jaws of the device not able to be opened? Yes. Was there damage to the closing trigger? No. Which handle was permanently in the closed position? The first. Dark grey. Was the device difficult to fire? No. How as the patient impacted? Only impact was prolongation of the procedure by approx 20-30 minutes - fortunately all main blood supply was clamped. Was the cartridge damaged? After violent opening of the trigger the cartridge was ok, but the staples were not closed properly, some of them felt out. Were malformed staples present after the firing? Yes.

Manufacturer narrative:
(B)(4). Additional information: damaged pinion axle support. The analysis results found that the device was received with the firing mechanism damaged and with no reload on the device. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.